Event description:
I agree with the inadequate clear care contact lens solution labeling. Both my husband and I have accidently gotten "burned" by clear care in our eyes at home! And we are both healthcare professionals! My husband has used it as a multiuse product accidently in his eyes. I have had burning eyes from it because there is no way of knowing when the disk in the contact container is "done" until it burns when you put your contacts in yours eyes after leaving them in the solution overnight. This is very very poor labeling!. (B)(6).